Manufacturer narrative:
The immucor laboratory tested retention product on 14aug2017, which performed as expected. The immucor laboratory also received strip product back from the customer site, which was tested on 16aug2017 and 21aug2017, and it reacted as expected. The immucor laboratory also received patient blood sample from the customer site which yielded expected positive outcomes consistent with anti-e, but not with anti-c, when tested against immucor retention product on 15aug2017, which did not reproduced the customer's observations for that blood sample. Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared as visually positive on the known e antigen positive well. The known c antigen positive well appeared as visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.